Event description:
The customer reported the system failed to recognize the headset and would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tracker was replaced during the service call. The system was found to be working and put back into service.